Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had had intermittent button response due to corroded keypad traces. The insulin pump had a scratched display window, cracked case at display window corners and moisture damage on lcd board. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.